Event description:
It was reported that an unspecified malfunction alarm occurred. The customer's blood glucose (bg) level was displayed as "high." The customer delivered a correction bolus via the pump to address bg. Reportedly, the customer performed a pump reset and continued to use the pump for insulin therapy.